Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that right ventricular (rv) lead and the left ventricular (lv) lead exhibited high capture threshold. The rv and lv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.